Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of (B)(6) 2017. The cause of the AED not powering on was related to a lack of maintenance of the AED. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning". They reported this did not occur during patient use.